Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation. Please refer to manufacturer report number 2016493-2020-16835, which captured the suspect device.

Event description:
It was reported from the ccu, that meropenem 1 gram in a 100ml bag, was hung as intravenous piggyback, ivpb, on secondary tubing at a rate of 100ml/hour, with a volume to be infused, vtbi, programmed at 100ml. The medication started13:15 on (B)(6) 2020. Within 30 minutes the rn returned and the 100ml bag was empty with about 3ml in the drip chamber remaining. The rn double checked the pump at this point and it was programmed correctly. The pump said there was still 66ml to be infused despite the fact the bag was empty. There was no report of patient impact.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump over infused. The patient was monitored but there was no patient harm reported.